Event description:
Patient undergoing surgery for correction of finger fractures. While internally fixating fracture, the screw broke. Surgeon's decision was to leave screw in place as it was still functioning to hold fracture in alignment.